Manufacturer narrative:
The initial report was submitted with blank aware date. The correct date is (B)(6) 2019.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Patients with type I diabetes are increasingly using transdermal glucose sensors. The patients often experience skin irritation on the areas covered by the sensors and their adhesives. Some patients develop more severe dermatitis, with redness, swelling, and vesiculation, suggesting contact allergy. In this study, we examined type I diabetes patients with suspected contact allergy to glucose sensors in southern finland. There are three brands of glucose sensor device available in finland: <name omitted>, enlite by medtronic, and <name omitted>. The adhesive in <name omitted> has been shown to contain isobornyl acrylate. (Iboa) (cas no. (B)(4)) which cause contact allergy in their users. <name omitted>, in turn, has been shown to contain ethyl cyanoacrylate (cas no. (B)(4)), which is a common constituent of instant glues. Enlite has been reported to contain colophonium (rosin). Colophonium is one of the most common contact allergens, with a prevalence of 2%. It is widely used in adhesives, tapes, cosmetics, soaps, paper products, printing inks, polishes, stringed instruments, paints, lacquers, and soldering products. The case histories of the patients with suspected allergic contact dermatitis caused by glucose sensors were referred to the departments of dermatology in helsinki and turku university hospitals between october 2017 and january 2019 were reviewed retrospectively. A total of 73 patients were identified, of whom 70 were patch tested. Patch testing was performed according to the guidelines of the international contact dermatitis research group. The duration of occlusion was 2 days, and the test results were evaluated when the patches were removed, and on day (d) 4 or d5. Iboa was tested 0.1% pet. Alone or as a dilution series as 0.1%, 0.032%, 0.01%, 0.0032% and 0.001% pet. Colophonium and ethyl cyanoacrylate were tested as parts of other relevant series, such as baseline series, dental series, or acrylate series, or as solitary substances. In five patients, enlite adhesive materials were tested ¿as is.¿ atopic constitution, the duration of sensor use before the onset of dermatitis, the severity of the dermatitis, the type of the sensor used and the ability to continue to use the same or another type of sensor were recorded. A total of 70 individuals were patch tested (40 in helsinki and 30 in turku). All subjects were caucasian; there were 45 females, of whom 16 were aged <18 years, and 25 males, of whom 14 were aged <18 years. Their overall median age was 25 years (range 2-73 years); the median age of females was 26 years (range 2-68 years), and the median age of males was 16 years (range 4-73 years). <name omitted> had been used by 63 patients, and enlite had been used by seven patients. There were no <name omitted> users among the patients. The median exposure time was 6 months (range 0-18 months) before the appearance of sensor-associated dermatitis. The sensor dermatitis was considered to be severe in 49 (70%) patients (two of them enlite users) and mild in 21 (30%) patients (five of them enlite users). The reaction was regarded as severe when the patients developed a red, swollen, intensively itching, oozing, bleeding or blistering dermatitis at the sensor contact site. All patients in this study had dermatitis that was severe enough to force the patient to use a skin protector under the sensor or to stop using the sensor in question. A total of 51 (81%) <name omitted> users showed positive patch test reactions to iboa. Of the 12 <name omitted> users with negative iboa results, three had active atopic dermatitis, two had atopic diathesis without active eczema, and seven were considered to have probable non-specific skin irritation. One of them showed a positive reaction to colophonium. Of the seven enlite users, four reacted positively to both colophonium and the sensor's adhesive overtape. One reacted positively to abitol, which is a derivative of colophonium. However, colophonium gave a negative result in this patient. One of the two patients who did not react to colophonium or abitol had atopic dermatitis. No reactions to ethyl cyanoacrylate were seen. The dermatitis was considered mild in 10 patients with no allergies to any of the tested adhesive-related materials and severe in three patients. No significant sex differences in the patch test results were seen. Patients with atopic dermatitis did not have more contact allergies to glucose sensors than non-atopic patients. To control the dermatitis, the patients tried to use topical corticosteroids and different skin protector pads on the sensor area. Five of seven enlite users were able to continue using the same sensor despite the continuing dermatitis. Of these five patients, four reacted positively to colophonium or abitol. They used <name omitted> spray, <name omitted> spray, or topical corticosteroids to reduce itching. All of them replaced the enlite overtape with other tapes. Of the four patients who reacted positively to colophonium, two were tested with the overtape and both showed positive reactions. In contrast, the patient who had a negative result with colophonium also had a negative result with the overtape. However, she reacted positively to the sensor tape. Thus, in the study population, 0.7% of <name omitted> users had developed allergic contact dermatitis as compared with 0.8% of enlite users. The actual proportion may, however, be higher, because, apparently, not all sensor-allergic patients were referred for testing. In this study, we found no iboa-allergic patients who would have been able to use enlite without developing eczema. They were not allergic to colophonium, which is the known allergen in enlite. It is possible that enlite contains a compound related to iboa, or that there is an unknown allergen in one or both sensors.